Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. The device remains implanted.

Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA. And will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 03/01/2024. Correction d.3, g.1.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.